Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
The patient reported that her blood glucose has been elevated to 23-33 mmol/l (414-594 mg/dl) since 2009. Her normal blood glucose range is 8-10 mmol/l (144-180 mg/dl). She injected insulin via pen in an attempt to lower her blood glucose. She switched to her back up infusion device and her blood glucose returned to normal. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.